Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dr (B)(6) - (B)(6) hospital (B)(6) 2018. Surgeon pinned the block insitu, made the femoral cuts but when he went to back the pins out from the block the pin was stuck. Once jnj representative got the pin out of the block in cssd, jnj representative tried to run another pin through the block and it was very difficult to slide a pin through the angled pin hole on the right side of the block. Female patient initial: (B)(6). No delay to procedure. No ae to patient.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary this device was not returned for evaluation but based on the received photographs the complaint can be confirmed. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.